Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from pateint was received. It was stated the recharger got message cannot find device while trying to charge implant. Additional information from patient stated the same issues as previously reported. Patient stated the controller screen went black and he had to keep the battery pack out. It was noted therepresentative told her to call patient services to get a replacement. They transferred patient to repair and ended up a voice mail request. No further complications reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the patient continued to have the same problem with their controller not connecting to the ins. The problem had been getting worse and they had been having to reset the controller. The problem occurred on (B)(6) 2018 and again on (B)(6) 2018. The patient saw the "looking for device" message for 20 minutes. The patient was also having some problems with a return of pain and after speaking to a representative they discovered that they unknowingly activated adaptivestim and their amplitude was at 0.0. The representative instructed them on how to disable the adaptivestim which resolved the issue. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they met with a manufacturer¿s representative (rep) to have her device reprogrammed and the ¿thing kept cutting out.¿ the patient reported that the rep told her it was because there was a lot of electromagnetic interference (emi) in that building. No further complications were reported.